Event description:
It was reported that there is a dent at the bottom side where the slided solid ends and the handle of the chair has been replaced.

Manufacturer narrative:
It was found that flip-up handle had a small bulge in the aluminum tube. The bulge was located approximately one inch from the end of the tube, near the casting which is pressed approximately 2 inches into the tube. On cutting open the handle, it was observed that the bulge was due to a burr or chip of aluminum, likely deposited between the casting and tube during the press-fit process. This was a cosmetic issue and did not have any affect on the functionality or performance of this unit.

Event description:
It was reported that there is a dent at the bottom side where the slided solid ends and the handle of the chair has been replaced.

Manufacturer narrative:
Frame was dented and handle was replaced. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted. Device was evaluated by the customer.